Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit (kit). During the procedure, the physician made two passes using the penumbra system jet 7 reperfusion catheter (jet7) with a velocity delivery microcatheter (velocity), neuron max 6f 088 long sheath (neuron max) and a non-penumbra stent retriever. After making a third pass, the physician removed the jet7 containing the stent retriever and found the jet7 distal tip to be kinked and stretched. The procedure was completed using a new jet7 with the same velocity, neuron max and stent retriver. The patient's current health status is unknown.